Event description:
It was reported to MFR by facility, per facility they are saying that some of their ultra care u770 bed model seat pan edges are very sharp and causing skin tears to the back of the resident's legs. MFR issued ra # to get two seat pans back for evaluation.